Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a vibratory alert due to oversensing. Upon interrogation, egm's revealed noise on the ventricular lead caused by non-sustained oversensing, and high impedance was also noted. The lead was explanted and replaced. The patient is in stable condition.